Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the the camera view was inverted. Intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors and walked the caller through removing the camera, pressing the port clutch and reseating the camera. The customer issue was corrected via the camera and in the console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the inverted image issue occurred during procedure with the camera and instruments in the patient. There was no harm to the patient. After completing the troubleshooting steps recommended by technical support, the issue was resolved and has not returned. The endoscope has been used since the date the issue occurred with no further problems. The endoscope will not be returned.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) instructed the site to remove the endoscope, press the port clutch to clear the guided tool change (gtc) feature and reseat the endoscope; following these actions, the issue was resolved and normal functionality was restored. The system was working properly and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the sterile adapter. The issue was resolved by reseating the endoscope and clearing the gtc feature.